Manufacturer narrative:
A return was issued and the product was returned. The complaint was not confirmed as no evaluation is available. MDR is being submitted as a result of a retrospective complaint review

Event description:
The right side caster was approximately 3/8" off the floor and the wheelchair was veering off to one side.